Event description:
It was reported that a user experienced hyperglycemia of 401 mg/dl while using the ilet system, with review of device reports indicating that blood glucose was trending downward after a recent supply change and insulin was being delivered; the user also expressed concern about an infusion site placed on an arm affected by a prior stroke and was advised on alternate infusion sites and to change supplies if desired. Customer care provided support that included review of device data and troubleshooting regarding infusion site placement and supplies. Investigation of this case revealed that insulin delivery was occurring, and blood glucose was decreasing, suggesting the device was functioning as intended. No clinical symptoms associated with elevated blood glucose. Outcomes included no alerts or alarms and no need for medical intervention. It was concluded that the cause of the hyperglycemia was unclear, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.